Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer also reported removing the insulin pump's battery for about an hour, then receiving a battery out limit. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 70 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump escape button did not respond due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.